Event description:
Customer states a patient reportedly received results of hi on the inform system and a lab result of 210 mg/dl within 10 minutes. The discrepant results were obtained at a hospital. Patient is in the hospital for issues unrelated to diabetes. No action was taken based on device results. No adverse event reported. Controls were run and passed, but unsure when they were opened. Requested return of suspect device and replacement was sent. Accu-chek inform system: comfort curve test strip lot number 549528, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.